Manufacturer narrative:
Received four hundred and twenty new b1016 ext set w/1.2 micron filter for inspection. No defects or anomalies noted. A bond integrity test was according to product specifications. Each sample met performance expectations. Although the separation could not be replicated on the new sets during testing, the reported complaint of separation can be confirmed based on a lot history review. The probable cause is due to insufficient solvent applied during manual assembly. The lot history was reviewed, and corrective actions are in process. Updated information in d9. D9 device returned to manufacturer on 7/15/2024.

Event description:
The event occurred on an unspecified date and involved an 8" (20 cm) ext set w/1.2 micron filter, clamp, rotating luer where it was reported several devices being broken creating interruption in patient care and needed therapy. Mostly events were reported from pediatric intensive care unit (picu). It was stated that the tubing is separating where it is attached to the blue filter. The piece is a permanent attachment to the filter itself. The filter was connected to the intravenous (IV) tubing and attached to the patient. The patient involved was a neutropenic patient and the event resulted in a large amount of blood in the bed, however, the volume wasn't large enough to require transfusion. There was patient involvement, however, no report of harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If the device is returned a supplemental report will be submitted.